Event description:
A caller reported a cartridge alarm indicated as alarm 20. There was no adverse impact to the customer¿s blood glucose level. The customer changed the cartridge without contacting technical support, successfully resumed insulin therapy, and resolved the issue.